Event description:
According to the reporter during a miles surgery, when the reload was connected to the handle and the opening/closing was checked. The opening was found to be larger than a regular cartridge even when it was closed. Even through the trocar, the opening of the jaws was significant, and it did not pass through. A new cartridge from a different batch was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu (lot#:p3b0117), sigphandle, sig power sigphandle handle (serial#:unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.